Manufacturer narrative:
Additional information was received that the patient underwent two procedures. The physician did not know going into the first procedure that the lead was a paddle lead and wanted help to remove it. The physician left the lead and removed the ipg during the first surgery and removed the lead during the second surgery.

Event description:
A report was received that the patient's ipg was coming out of a new site. It was noted that its metal was visible. The patient underwent an explant procedure of the ipg.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was coming out of a new site. It was noted that its metal was visible. The patient underwent an explant procedure of the ipg.

Manufacturer narrative:
Additional information was received that the patient hit his side on a door and it caused a bruise. The ipg went from its original position in the pocket and the patient¿s skin was sensitive where he hit it. The ipg became more and more superficial to the skin and eventually broke through the skin. There was an actual skin breakage. The patient underwent another procedure wherein the remaining implanted lead was explanted. Concomitant medical products: model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was coming out of a new site. It was noted that its metal was visible. The patient underwent an explant procedure of the ipg.